Event description:
On (B)(6) it appears that the tip of a guidewire broke off and remained in the pt. The tip remaining in the pt is a 1.5 cm section. Unfortunately the guidewire was discarded before the segment was identified in the pt on cxr. The staff were unable to find the discarded guidewire later. The nurse noted that although it was a difficult placement, no resistance was met when removing the guidewire, no kinks observed. Previous cxr did not show an item at the location where after PICC placement the segment was identified. At this point the tip is still in the pt. It seems to be imbedded, and the pt is too ill (unrelated) to take down to retrieve. There are no immediate plans to retrieve, if ever.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.